Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pjbcwgt0, and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis an opened box with unopened samples of product code vcp324h, lot pjbcwgt0. The complaint sample was not received for analysis. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance breakage needle were found. It was received for analysis two sealed boxes with unopened samples of product code vcp324h, lot plbdcrt0. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Manufacturing date: 09.01.2019; expiration date: 11.30.2022. Per the conditions of the samples received, no performance breakage needle were found.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery in 2020 and the suture was used. It was also reported that the needle broke in the middle. There were no adverse patient consequences reported. No further information is available.